Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a laparoscopically assisted supracervical hysterectomy (lash). The esu was used with a split neutral electrode (ne) from another manufacturer (bowa, part number 816-092, lot number unknown to erbe). The neutral electrode was placed on the patient's right outer thigh. No information was provided regarding any of the other accessories used in the laparoscopy. Also, the esu settings used were not provided. Per the reported information, reddening and blistering occurred on the skin in the peripheral area under the ne. The skin lesion was 13/14 cm in size and was second to third degree burn. Wound treatment was applied to address the necrosis.

Manufacturer narrative:
The esu was thoroughly inspected/tested. The generator was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features, and a power output check. The unit was/is within specifications and all features were/are working properly. In addition, no anomalies were found in the device history record (DHR) of the esu. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the provided information, there are many possible scenarios involved with the reported event. It cannot be determined if the necrosis under the pad was a thermal injury or caused by another possibility (e.g., (e.g., as an allergic reaction). If the burn was thermally induced, there are many possible causes. For example, the ne was/is not compatible with esu, the ne may have been defective, the application of the ne was improper, the ne became partially or completely detached during the procedure, etc. Also, the esu settings may have been too high, the activation times were too long, cooling times between activations were not sufficient, etc. Which may have caused it to be too hot under the ne. Nevertheless, warnings in the esu's user manual cover the stated topics to minimize/eliminate pad burns. In summary, no conclusive determination could be made as to the cause(s) of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.